Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported failure (error c-33 on start) was confirmed and reproduced. The unit was place on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, errors c-00 and c-33 occurred on integrated electrosurgical unit (iesu) multiple times. The customer power cycled vio dv and the system and connected the power cable directly to the power outlet, but the issue was not resolved. The procedure was completed with a 3rd party generator with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed when the issue was identified.